Event description:
Patient had to have surgery on (B)(6) 2015, to remove a piece of drain from the knee. The drain was placed on (B)(6) 2014 and removed on (B)(6) 2014. It was discovered on a follow-up x-ray. Patient had no symptoms, but required surgery to remove the piece of drain. The surgery was unsuccessful and a portion of drain remains in her posterior knee.